Event description:
It was reported: the volume view set was being used in theatres and it was noted that the arterial waveform had become dampened. On checking the arterial volume set the tubing had completely sheared off from the top of the transducer and the patient's blood was therefore bleeding out of the tube. The clinician said that there was no unnecessary force applied and is an experienced flotrac user. The volume view set was taken down and a standard arterial pressure transducer used. There were no patient complications reported.

Manufacturer narrative:
One volumeview unit was returned without any attached component. The volumeview housing male luer was completely broken. The broken luer and bonded zero-stopcock were not returned with the unit. The cross-surface of the broken luer appeared rough. Damage occurred on the patient side of the kit. Visual examination was performed under 10x magnification. The complaint was confirmed; however no evidence of a manufacturing defect was found. It is not known if procedural factors may have contributed to the event. No actions will be taken at this time. The lot number was not provided; therefore, the device history record review could not be completed.